Manufacturer narrative:
(B)(4). The events of allergic reaction, tenderness, swelling and red blisters are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approx. 5 weeks after injection in the lips with one syringe of juvederm ultra plus xc, the patient started experiencing an allergic reaction including tenderness in the lips, swelling, and "little red blisters around lip boarders". Patient was treated with steroids, antibiotics and hyaluronidase. Symptoms resolved two days after the hyaluronidase injection. At 1.5 weeks ater the hyaluronidase injection, the patient visited a dermatologist due to small bumps persisting. The dermatologist diagnosed the remaining problem as perioral dermatitis which was not related to the juvederm ultra plus xc injection.